Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of a right umbilical hernia, which warranted hospitalization and surgery. While there is no allegation or objective evidence indicating a fresenius product or device deficiency or malfunction caused the event. The liberty select cycler cannot be excluded from having a contributory role in the exacerbation of the patient¿s preexisting right umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized for the surgical repair of a right umbilical hernia on (B)(6) 2020 and was hospitalized until (B)(6) 2020. The patient¿s hernia was present prior to the patient initiating pd for renal replacement therapy (rrt). Per the pdrn, the hernia has worsened since beginning pd for rrt, however the patient was educated on the risks prior to beginning pd therapy. The pdrn reported the event was unrelated to a fresenius product(s) or device(s) deficiency or malfunction. The patient is recovering from the event and continues to undergo continuous cycling peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Correction: g4. The initial report was inadvertently reported as (B)(6)2020 for the g4 date. However, the correct g4 date is (B)(6)2020.